Event description:
Medtronic received information that an unknown duration post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve appears slightly oval-shaped, with stent posts exhibiting inward deflection. All leaflets were in the closed position, with a slight gap visible between the right and left coaptive ridges. All leaflets appeared tan and flexible. The right cusp (rc) displayed leaflet deterioration characterized by holes located adjacent to the margin of attachment and in the belly region. The left cusp (lc) exhibited similar leaflet deterioration in the belly region, along with an additional area of deterioration, possible abrasion, on the lunula. The non-coronary cusp (nc) showed a small abrasion on the coaptive ridge at the point of coaptation. Leaflet damage is suggestive of potential bias wear along the outflow rails of the cusps. The left right and right non-coronary commissures appeared intact. The left non-coronary comm issure was thinly covered with off-white pannus. Remnants of glistening, off-white pannus were observed on the outflow sewing ring, extending onto the outflow rails of the cusps and on the inflow sewing ring, extending onto the bias stitch line of the left and right cusps. An unknown amount of pannus may have been removed during explant. Small needle holes were observed along the sewing ring, consistent with implantation suture placement. Tears were noted on the sewing ring, consistent explant-related damage. The serial number located on the stent post was verified as d426747. Radiographic imaging revealed no evidence of calcification on the valve. Updated data: d.9: device available for evaluation?:, return date: h.2: device evaluation: h.3: device evaluated?: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 5 years post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for replacement was regurgitation due to a hole in the valve leaflet. No additional adverse patient effects were reported.

Manufacturer narrative:
B1, b2, b3, b5, 6a and h6 updated. 6a: implanted date (year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 5 years post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for replacement was regurgitation due to a hole in the valve leaflet. No additional adverse patient effects were reported.